Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) defibrillation lead, while the patient's non-boston scientific right ventricular (rv) lead lead was still connected to the patient's previous pacemaker, and this rv defibrillation lead was connected to the patient's new implantable cardioverter defibrillator (ICD), pacing inhibition was observed for greater than 5 seconds. Boston scientific technical services (ts) discussed that the only thing that would cause inhibition of pacing of both devices would be outside interference. This rv lead also exhibited increased thresholds, thus the physician elected to use the patient's chronic rv pacing lead instead of this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted deformed conductor coils on the rs- conductor coil in the neck area by the tip; noted by laboratory technicians to most likely have been induced by handling at the implant procedure. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.